Event description:
It was reported an alarm occurred and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. Stopped pump may exceed tube set. The hcp reported readout showed stopped pump; pump shut off for 167 hours. The caregivers at the facility where the patient lived reported hearing the pump beeping for the past several days. Per the hcp the patient had a pump refill on 6/25/14 and everything went ok, on monday they received an email stating the patient ¿had a bad weekend¿. During the nighttime on the (B)(6)was when the patient ¿seemed to be moving more." The patient had a combination of spasticity, some dystonia and apoptosis and the apoptosis became more evident on friday then over the weekend "lots of spasticity and more leg movement." The hcp stated that prior to this refill the patient had been responding to increases "but not very dramatically." The logs were reviewed indicated that pump update at refill was not complete as there are only 4 logs instead of the usual 7. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).